Event description:
It was reported that the patient's left ventricular (lv) lead has a possible fracture as evidenced by high impedance accompanied by rising pacing thresholds. The pacing vector of the lv lead was reprogrammed to a configuration that has stable impedance and pacing thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.